Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during an esophageal stenting procedure. According to the complainant, the ultraflex stent was placed without difficulty, however, under radiological control the physician noted that the distal end of the stent did not open. This stent was withdrawn and procedure was completed with another stent (non bsci stent). There was no report of patient complications reported as a result of this event. The patient's condition was reported to be stable.